Event description:
It was reported that during a normal device changeout the lead exhibited loss of capture and unacceptable thersholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.